Event description:
It was reported the patient had not recharged the ipg for over a year because she had lost the charging system. The sjm representative was unable to communicate with the ipg using external devices. It was reported the patient had effective stimulation while using the system. It was reported the patient may undergo surgical intervention to replace the ipg.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.